Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an infection. Upon explant, the ipp was removed and the infected area was cleaned. A new ipp was implanted and no additional patient complications occurred.